Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 38 mg/dl. The customer was treated for the low blood glucose with food. Customer¿s other blood glucose level was 40 mg/dl and 75 mg/dl. Auto mode feature was active and automatically adjusting insulin at time of high blood glucose event. There was no indication that the insulin pump over delivered insulin. The insulin pump will not be returned for analysis.